Event description:
Angelini s.p.a. Provided the following case information to bridges consumer healthcare on 24-mar-2026. Angelini s.p.a. Received the information on 16-mar-2026. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from netherland received on 16/mar/2026 from a consumer through navamedic (B)(4). This case report concerns a 27-year-old female patient, who applied thermacare lower back and hip (lot number: unknown, expiration date: unknown) for back pain. Concomitant medication(s): unknown. Medical history included: unknown. On unknown date, after thermacare lower back and hip initiation, the patient complained about burn blister. The consumer states that she used a thermacare patch to relieve back pain with heat. She says she has been using it regularly for many years and has always had positive experiences. However, last week something happened that had never happened to her before. While she was wearing the patch, it suddenly got very hot. Since she couldn't take it off, she kept it on. As a result, she now has a burn blister on her back. It isn't very big- about 2-3 cm in diameter, but it's still quite painful. The consumer states that she no longer has either the wrap or the packaging. Outcome: burn blister: unknown. The action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare lower back and hip mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is (B)(6) 2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.